Event description:
It was reported that the device alarmed with error 46510. The issue occurred during testing with no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the pump presented with an error code on self-diagnostic testing. The motor sense was too high on power up causing the error. The fault was resolved by replacing the pwa board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.